Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient had an accessory renal artery that was elected to be covered at the time of implant. Currently, this patent accessory renal artery was found to be patent and has created a proximal type 1 endoleak or a type 2 endoleak (unable to categorize). Currently, the aneurysm is stable. There is no plan for intervention at this time. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (patent accessory renal artery). Device failure/lack of effectiveness related to patient condition (patent accessory renal artery).